Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that the database was reconfigured to clear error. Patient database has over 900 studies. Representative instructed site to clear the patient exams. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure the mobile view station (mvs) of the imaging system displayed an "error occurred that may have damaged system database" error message. Rebooting the system did not resolved the issue. There was no patient present at the time of the issue.